Manufacturer narrative:
The homechoice cassette was returned and evaluated for the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and it noted cuts and tears originating from the same general location on the patient line tubing. Functional testing was conducted and there was a leak noted from the patient line which resulted in a se 2240 alarm during initial drain. The reported event was verified and the cause was hole/cuts in the patient line. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill five of six of peritoneal dialysis therapy. The technical service representative instructed to cycle the power on the device to clear the alarm and end the therapy. During the follow up with the care giver, they mentioned that there were ¿either air bubbles coming out of the tubing, going through the tubing or out of the machine¿. During the evaluation of the returned homechoice cassette, it was noted that there were cuts and tears in the patient line tubing. This resulted in a leak during functional testing that triggered the se 2240 alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that there were dogs present in the therapy room. Visual inspection of the sample revealed holes and cuts in the patient line that were consistent with animal bite marks, and it was reported that dogs were present in the room during therapy. The holes in the lines were the direct cause of the reported alarm. The damage to the line was due to use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.